Event description:
The customer states that there was a burning smell and visible smoke was observed coming from the architect i2000 analyzer. The analyzer's fan had stopped and temperature errors were generated. The analyzer was shutdown. No injuries or impact to the surrounding environment was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the system control center (scc) power supply ((B)(4)). He inspected the boards in the card cage and power supply. When he turned on the analyzer, smoke was emitted from the instrument again. The smoke was originating from the sample handler liquid level sense (lls) antenna board ((B)(4)) located under the sample probe pipettor. The sample handler lls antenna board along with the w68 and w123 cables ((B)(4)) were burnt. The sample handler lls antenna board and cables were replaced on the analyzer. A multi-point inspection was performed on the instrument after the component replacements. Review of the safety memo and product evaluation indicates the architect i2000sr is certified to the appropriate safety standards that apply to electrical equipment for measurement, control, and laboratory use. Review of complaint documentation did not identify an adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information, no product deficiency was found for this issue. The architect system operations manual provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure. After the component replacement of the scc power supply, sample handler lls board, and cables by field service, no additional occurrences of this issue have been observed.